Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Additional information: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 157504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 157504 and test base part number 190-430 / lot 157504. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4) . In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 and generated a negative. The customer described the 1st test result as presence of a purple horizontal line on the control and nothing on the sample. The customer described the 2nd test result as presence of a purple horizontal line on both control and sample windows. The consumer stated that he is experiencing a sore throat and headache. The consumer also stated admitted he failed to wait for 36 hours before testing again. The customer mentioned that his wife got tested (device unknown) and was positive for covid-19 recently. No additional patient information, including treatment and outcome, was provided.